Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, fibroids and heart failure. Previously administered products included for an unreported indication: mirena in 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("back pain"). In february 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (operative laparoscopy, with bilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown, the weight increased and back pain was resolving and the alopecia had resolved. The reporter considered alopecia, back pain, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received. Reporter, historical drug, medical history were added. Added suspect drug indication. Added events weight gain / loss specify which one: weight gain, hair loss and back pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, fibroids and heart failure. Previously administered products included for an unreported indication: mirena in 2014. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (operative laparoscopy, with bilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown, the weight increased was resolving and the alopecia and back pain had resolved. The reporter considered alopecia, back pain, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:left essure placed without difficulty 03 coils seen, right essure placed without difficulty 04 coils seen. Discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet was received. Reporter information, lab data were added. Outcome of the event "back pain" was updated to recovered / resolved from recovering / resolving. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, fibroids and heart failure. Previously administered products included for an unreported indication: mirena in 2014. Concomitant products included levonorgestrel (mirena) since august 2014 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (operative laparoscopy, with bilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown, the weight increased was resolving and the alopecia and back pain had resolved. The reporter considered alopecia, back pain, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:left essure placed without difficulty 03 coils seen, right essure placed without difficulty 04 coils seen. Discrepancy noted in essure insertion date-(B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on 11-nov-2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: upon receiving a internal confirmation, it was confirmed that cases 2018-061185 (bus-2018-us-017669), 2018-163253 (bus-2018-us-052481) and 2018-220176 (bus-2018-us-072130) duplicates of each other. All the information from the deletion case 2018-163253 and 2018-220176 was transferred to retention case 2018-061185. Nullification reason: duplicate case is identified with follow-up information. This case is marked for deletion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.